Manufacturer narrative:
Additional information: ae term was updated to st-elevation myocardial infarction (stemi). Target vessel involved left anterior descending(lad) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex f and e codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure one prevail drug coated balloon (dcb) was used to treat a lesion. Approximately one day post procedure the patient suffered from cardiac chest pain. The patient presented to the emergency department with urinary retention. The patient was hospitalized. The patient underwent coronary angiography, electrocardiogram, laboratory tests, and intravascular ultrasound. Laboratory results showed elevated troponin, confirming st-elevation myocardial infarction. It was stated that the patient had a previously deployed 3.5 x 22 mm onyx frontier stent implanted in mid lad. Cardiac catheterization revealed possible distal stent dissection and an intramural hematoma on intravascular ultrasound. A drug-eluting stent was placed in the distal left anterior descending(lad) artery via the right radial artery access. Antiplatelet therapy was changed from prasugrel to ticagrelor, with continuation of aspirin. The patient was discharged home on the following day. The patient recovered.